Event description:
It was reported that during a routine check the sales representative found that this implantable cardioverter defibrillator (ICD) system exhibited high out of range (oor) right ventricular (rv) lead pacing impedances measuring greater than 3000 ohms. Additionally, it was noted there was no capture when the device was programmed at the maximum outputs, sensing is low, and there was observations of noise. The sales representative noted that the plan is to do a revision procedure at some point. Technical services recommended to program device therapies due to noise and to prevent an inappropriate shock. The patient is not therapy dependent. At this time, the ICD and rv lead remains in service. No adverse patient effects were reported.